Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported issue. The usm was tested on an in-house system with a sureform 30 stapler, sureform 45 stapler, 0-degree camera, 30-degree camera, vessel sealer, bipolar forceps, multiple sterile adapters, and instruments with no engagement issues or instrument issues. The usm was tested on an in-house system and passed normal mode. The system did not trigger errors 22020, 22021, nor 31088 on degree of freedom (dof)'s 7 and 8 but they were confirmed via error logs/system logs. The usm went through more testing on a psc fixture test platform (pftp) and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The top plate, axes controller, carriage rfid (accr) board, and dof's 7 & 8 rotors and gear-boxes will be replaced as a precaution to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the usm 1moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed unintuitive motion on instruments installed on the universal surgical manipulator (usm 1) . An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed error 22020. The tse asked the customer to check sterile adaptor, change instrument, and replace sterile adaptor, but still the issue continued. The tse asked the customer to reboot the system with emergency power off, but, the issue persisted. The customer elected to proceed using 3 usms and replaced another drape on usm1. Arms and cannulas installed to the patient. The procedure was completed robotically with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information regarding this event: the maryland bipolar forceps instrument on the usm1 moved in an unintended direction but the issue was not related to the instrument. It was a 3arm procedure, they replaced arm1 drape but the issue persist. Then they used arm4 instead of arm1 and the same maryland and have completed the procedure without any issue. The procedure delay less than 15 minutes. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument moved in unintended direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no allegation of instrument-to-instrument or system arm-to-arm interference. The issue was persistent. The customer replaced the drape. The fse replaced the usm to resolve the issue. The drape is not available for return. The device was inspected prior to use. No video recording is available for isi review. The issue occurred just after start. The instrument is not available for return to isi for evaluation.